Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are scheduled to have an MRI done and the MRI facility needs to know information about the device. Patient stated they have not had their ins turned on in a long time and they will be getting a pain pump and getting the ins taken out. Agent asked if this is due to an issue with the implant or just that they prefer a pump and patient stated the ins doesn't work for them and they had tried different things and had different people look at it and unfortunately having a ins implanted was a "huge mistake". Patient mentioned they noticed it not working for her probably up to 6 months from implant date. Agent reviewed MRI guidelines with patient. Patient will charge their controller and ins and will call back if they have further questions.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.